Event description:
It was reported that during an unknown procedure, when using a laparoscopic dissecting hook during a case, struck metal, and the tip of the hook broke off into the patient. The broken tip was never retrieved. A second instrument was used to complete the case. No consequence to the patient was reported. No device will be returned. Patient information was requested but none was available.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.